Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The probable root cause is attributed to surgeon placing the endoscope's horizon upside down. This issue can be resolved by setting the endoscope horizon in correct orientation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with isi clinical sales representative (csr) via a phone call. The csr stated that the surgeon experienced endoscope horizon upside down, causing the opposite movement of the vessel sealer extend (vse) instrument during the procedure. Csr would provide the surgeon additional education on the endoscope status indicators to avoid further issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that vessel sealer extend (vse) instrument moved in opposite direction. The site replaced the vse instrument to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system recognized the correct scope. There was an indication of image orientation provided to the surgeon via user interface. The procedure was completed with same endoscope but had to use a new vessel sealer extend (vse). The patient information was provided.